Event description:
It was reported the patient had met for postoperative programming and was unable to receive stimulation coverage. An x-ray was taken, which revealed the lead had migrated. The physician replaced the lead with a surgical lead. Follow up identified the patient was well and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.